Event description:
The lead was explanted on (B)(6) 2011. St. Jude medical lead 7121 lead noted with intermittent capture at maximum output. Upon fluoroscopic examination lead looked to have moved from original implant position. Physician decided to extract and replace lead. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).